Event description:
It was reported that a patient's lead was found to be broken while performing complete removal of vns therapy due to patient's needing a 3 tesla MRI. Additional information received from the surgeon revealed no patient manipulation or trauma could have contributed to the event. Moreover, the lead and the generator were returned to the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.